Event description:
Additional information was received that the patient had been seen and is doing well. No further information was received.

Event description:
It was initially reported that the patient had their generator turned off for unknown reason. Follow-up indicated the reason for disablement was due to syncope and bradycardia. The relationship of the events to vns as the patient was in the cardiac unit for three days and continued to have syncopal episodes. The patient has had their generator turned back on since that time. Good faith attempt for additional information have been unsuccessful to date.

Manufacturer narrative:
Analysis of programming history.